Event description:
The customer reported that everything trips at start up. The system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A system cable was repaired. The system was then found to be operating as intended.